Event description:
It was reported the physician placed a trial lead and detected invalid impedances during intraoperative testing. The physician opted to remove the lead and place a new lead. It was reported the trial procedure was extended 10 minutes due to the issue. The removed lead was discarded, and it was reported the new lead was placed without issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.